Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with laser laparoscopy with extensive lysis of adhesions, posterior repair with dexon and cystoscopy, due to sui, pop. It was reported that the patient underwent pubovaginal sling and rectocele repair on (B)(6) 2015, due to sui and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a pelvic organ prolapse repair procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, infections, trouble urinating, dysuria, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure, including a mesh removal surgery on (B)(6) 2013, due to mesh erosion. The patient continues to take pain medication on an ongoing basis and has undergone multiple surgeries and revisionary procedures. The patient continues to experience problems with incontinence and prolapse.